Event description:
This 45-yr-old female had a left mastectomy with implantation of a saline breast prosthesis in 1992 at another facility. This reportng facility does not have knowledge of the name of the MFR. The implant appears to have deflated, and the pt wishes removal without replacement. Gross exam: a minute fenestration is noted in the lateral aspect. The deice weights 64 gm.